Event description:
It was reported that (1) device was used during a hernia repair. It was reported by the affiliate that the pmw35 misfired several times (only fired out about 30% of the time). The surgeon then decided to close up with sutures and this extended the case by 5 minutes.